Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar tip broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) fae provided the following information: this picture shows a force bipolar instrument with a broken molded insulator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) fae provided the following information: this picture shows a force bipolar instrument with a broken molded insulator. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.